Event description:
According to the op report this valve was explanted due to thrombus. The patient presented in "extermis" and cardiac catheterization revealed "severe" aortic regurgitation & immobile valve leaflets. At explant, the valve was noted to be "well-seated" with no "periprosthetic defects" in the sewing cuff. There was accumulation of " fibrinous material" in both hinge mechanisms; however, there was no evidence of any obstruction underneath the valve or pannus ingrowth. A sjm 21ahpj-505 was then implanted and the patient was transferred to the ICU. It was also noted, the patient experienced cardiac arrest during induction of anesthesia, and cardiac massage was administered.